Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous pulmonary artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, it was observed that the balloon already ruptured as it did not expand upon inflation. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous pulmonary artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, it was observed that the balloon already ruptured as it did not expand upon inflation. The procedure was completed with a different device. No patient complications nor injuries were reported.